Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: malfunction. It was reported that during the first inflation of the balloon, there was a pin hole leak in the balloon. The stent was able to be fully expanded with the stent delivery system (sds) balloon. Predilatation was not performed. No pt effects were reported. No add'l info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as it brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to determine a conclusive root cause for the balloon rupture. Eval summary: quality assurance analysis revealed that the sds was returned with blood and contrast in the balloon and inflation lumen. The balloon was loosely folded. There were multiple kinks at the proximal end of the hypotube. There was no other damage noted no the sds. A new indefilator, filled with water, was used to pressurize the balloon to rated burst pressure of 18 atm when fluid came out of a pinhole in the balloon above the proximal marker. There were scratches on the balloon along the pinhole extending proximally for a length of 2 mm and below the pinhole extending distally for a length of 1.5 mm. Product performance engineering reviewed the incident info and analysis of the returned product. It was reported that during a direct stenting attempt and during the first inflation of the 2.5 x 12 mm promus balloon, there was a pinhole leak in the balloon catheter. The stent was able to be fully expanded with the stent delivery system (sds) balloon, although a pinhole was in the balloon. It should be noted that the promus instructions for use states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Analysis of the returned product noted blood and contrast visible in the loosely folded balloon and inflation lumen, which is consistent with the reported info that the balloon ruptured in the pt anatomy. Additionally, scratches were noted along the pinhole. Balloon ruptures can be affected by numerous factors including, but not limited to, damage during the mfg process, mechanical damage from the stent, pinholes due to the stent crimped or pressed on too tightly, excessive applied pressure, or damage to the outer balloon surface from an interaction with the accessory devices and/or pt anatomy. Since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the pt anatomy, such that the balloon ruptured upon a first inflation during the procedure. The pt anatomical condition was described as moderately tortuous, which may have been a contributing factor. To ensure this type of damage is not a result of a potential mfg or product deficiency, all stent delivery systems are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rbp and balloon integrity. In this case, it appears that the pinhole is related to the operational context of the procedure and not a product quality deficiency. Analysis also noted multiple kinks in the hypotube. Since this damage was not reported in the incident info, the kinks may have occurred during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture; however, a conclusive cause could not be determined. A review of the product lot history records did not reveal any non-conforming material reports issued for this lot that could have contributed to the incident and all on-line inspections and testing met mfg criteria. This MDR is considered closed by the product performance group.